Manufacturer narrative:
(B)(4). Event date - revision procedure was scheduled for (B)(6) 2018. Report source, foreign - the event occurred in (B)(6). As per the x-ray reviews, there is radiolucency/loosening of the ulnar and/or humeral stems. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02646, 0001822565 - 2018 - 03735. Not returned to manufacturer.

Event description:
It was reported that the patient underwent an initial right elbow arthroplasty. Subsequently, the patient has been scheduled for a revision procedure due to an implant fracture. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The implants on this complaint are compatible with one another. The x-rays were reviewed and noted that "bony deformities with foreshortening of proximal ulna and proximal radius are factors known to increase risk of bushing wear and locking pin failure." Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.